Event description:
My son, (B)(6), has been using a dexcom g4 for the last month. It has been a great product and we love it for many reasons. He recently had a sensor break off under the skin on his abdomen, and will be going into surgery on (B)(6) to have it removed. We are very troubled by this, as no (B)(6) should have to be put under for something like this, especially after being newly diagnosed. Last week, when removing a sensor, I noticed the sensor wire was stuck in his skin upon removal, but I was able to pull it out. Tonight, we put a new sensor on him and received a "sensor failure" message. I removed the sensor and there was no wire anywhere. I looked all over the floor, on his body, in his clothing, I dissected the sensor, and the wire is nowhere to be found. We are going to have the doctor do yet another x-ray on the day of his surgery to now check his back where this sensor was placed. Again, we appreciate the product for what it does and we recognize our need for it. We do though feel there is a serious product defect and are wondering if this is being addressed.